Event description:
During the pulmonary vein isolation procedure, after validation, there was an amplifier error message: "system electrode impedance error." Troubleshooting did not resolve the issue and the procedure was cancelled.

Manufacturer narrative:
Based on the information received, the cause of the reported output issue and cancellation could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.